Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak. The customer's blood glucose level was 181 mg/dl. The customer reported that the insulin pump had a blank display due to exposure to moisture. The customer reported that the reservoir had a leak both leaking around the rings. The customer stated that the reservoir was being used. The customer stated that there was fluid in the reservoir compartment. The reservoir will be returned for analysis.